Event description:
It was reported that during a rotational atherectomy treatment procedure, no reflow occurred. The greater than 90% stenosed lesion was located in a mildly tortuous and moderately calcified left anterior descending (lad) artery. The physician completed ablation with a 1.25mm burr and a 1.5mm burr. Following the use of the 1.5mm rotalink burr, the patient experienced no reflow due to debris. Medication was given to break up the debris however, was unsuccessful. The physician also implanted a 2.5 x 28mm promus and 2.75 x 28mm promus proximal to the lesion, no reflow persisted. The patient was kept for observation and experienced chest pain that night. No further complications were reported, the patient went home after a two day stay and the patient's status is ok. In the opinion of the physician there was no issue with the 1.5mm rotalink burr and believed it to be a procedural complication.

Manufacturer narrative:
Device evaluated by MFR. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).